Manufacturer narrative:
Device history record review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific.

Event description:
It was reported that this patient experienced distal erosion of their spectra penile prosthesis (spp). The spectra was explanted but no new device was implanted at the time of removal. The patient later underwent a procedure to implant an inflatable penile prosthesis (ipp) approximately 14 months later. No further complications were reported.